Event description:
On (B)(6) 2009, the pt's mother reported that the pt is experiencing issues with either the up or down button of the infusion device. She was not sure if one or both buttons were affected and the pt was not available. The issue began 5 months ago. The infusion device did not have a battery in it at the time of the call and no troubleshooting was performed. The infusion device was not dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.